Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023, the patient experienced nausea and vomiting. The cgm was reading 308 mg/dl and the blood glucose reading was 182 mg/dl. No treatment was provided while the patient was at home. However, the patient decided to go to the emergency room (ER) due to the vomiting. She was treated in the ER with IV fluids and discharged about 24 hours later. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.